Event description:
Product analysis was completed on the returned generator. The device output signal was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in product analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent generator replacement due to low battery and that the patient had experienced a pulling sensation in their neck and face. The physician believed the pulling sensation occurred with stimulation. The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.